Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous DHR review was conducted and found 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed.

Manufacturer narrative:
(B)(4). Dmf# - 13704, trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to treat infection. All implants removed. Doi: (B)(6) 2018, dor: (B)(6) 2021, right knee.